Event description:
Caller reported aviva blood glucose results of hi, which on the system indicates a result in excess of 600 mg/dl , an e-6 error, hi, 249 mg/dl, and 244 mg/dl within 10 minutes. Customer reported symptoms of hyperglycemia, had not yet treated reported having eaten "half danish as treat". Reported an additional result of 197 mg/dl taken within 10 minutes of results reported above. Customer terminated call to self-treat. Manufacturer's agent made several unsuccessful subsequent attempts to contact customer for additional information. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips.